Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emit beeping tones for the past two weeks. It was noted that 16 beeps were heard multiple times throughout the day/night. Technical services (ts) referred the patient to their clinic. Additional information was received that the patient was seen in clinic. Interrogation of the device with a programmer noted that the device recorded a battery depletion message resulting in the beeping tones. Additionally, it was noted that the patient was involved in a motor vehicle accident two months ago. The patient was hospitalized following the accident. It was noted that hospital staff placed a magnet over the device, however, the patient reported that several shocks were delivered. Upon review of stored device memory there were no stored shock therapy episodes in the device. Ts discussed that if the magnet was not secured over the device and a treat decision was met; shocks would be delivered. Ts discussed that the frequent magnet application likely caused the device to not store an episode. Ts also discussed that excessive magnet application could also explain the battery depletion message as the message was generated one day after hospitalization. Analysis of device memory confirmed the presence of extensive magnet applications, which, resulted in the battery depletion message. Data analysis also noted that the lifetime shock counter showed that only one shock had been delivered by the device, however, did not correlate with the patient hospitalization. Engineering analysis noted that magnet application will result in an electrogram (egm) not being stored, however, will not prevent the counter from incrementing if therapy is delivered. Evidence does not suggest any shocks were delivered at the time of patient hospitalization. Ts discussed that the battery status would start recovering and the beeping would stop now that the device has been interrogated with a programmer. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.